Manufacturer narrative:
Product ID 8731sc, serial# (B)(6), implanted: 2011 (B)(6); product type catheter. (B)(6).

Event description:
Patient had experienced a change in therapy effect. The patient had surgery about eight weeks ago on his back and during the procedure, the surgeon noted that the catheter was either cut or torn and the medicine was leaking into the soft tissue. Another doctor believed it was torn as it did not look like it was cut. It was also indicated that the catheter was broken. It was unknown when this happened with the catheter. The doctor contacted another doctor to inform them that the catheter was torn or cut. The doctor did not remove the catheter and left it up to the doctor who had implanted the pump and catheter. The concentration was cut ¿way down¿ because, the medicine was going into the soft tissue. Another surgery was immediately scheduled to replace the pump. The patient had two surgeries in nine weeks. The first one was ¿major and determined there was a problem¿. The patient was operated on (B)(6) 2014 on the catheter because, it was torn. The patient experienced lower back pain and severe pain that started 11 days ago after the surgery on their low back. It was constant pain and ¿never stops¿. The patient had worse pain than before the surgery. The patient didn¿t know if he had any symptoms but also indicated that his back was ¿killing him and was on fire¿. Per the patient there were a lot of problems on his back and a five to six level fusion with bolts and screws was done. Patient was receiving intrathecal baclofen, morphine, fentanyl and bupivacaine via an implanted pump. Additional information received later noted that the spine surgery occurred on (B)(6) 2014. Patient had experienced increase in pain pos t-operatively. Spine surgeon reported that the catheter was cut and pump medication were going to the soft tissue. Healthcare provider was not certain of the location of the cut if it was between the pump and spine intersection. Operative notes indicated that an incision was made in the dorsal midline at the l5 level and the catheter was found to be completely free with straight fracture of cut noted. The remainder of the catheter was visualized and attempt to dissect this portion free was abandoned when after several view the catheter was determined to be totally in the intrathecal space of nearly so; there was no evidence of pseudomeningocele and it was determined that leaving the old catheter was in the patient's best interest. A new catheter was advanced to t10 and verified with fluoroscopic views. Csf flow was verified and the catheter was anchored a pursestring was applied. The new catheter was then tunneled into the pocket site and connected to the pump. The old catheter was stated to be partially removed, leaving the old coil in place rather than a further surgical dissection. The freed catheter was cut approx. One inch and the end that was cut and the end that the surgeon cut with scissors was visualized under magnification and photographs were taken. The end that had been in the tissue appeared frayed and not evenly cut, as compared to the other end. The pump was programmed to deliver 250mcg of fentanyl per day on a continuous rate. The wound was irrigated and carefully closed, cleaned and bandaged. Patient was admitted for 23 hour observation. Since replacement, daily pump dose had been increased gradually. .